Event description:
A customer contacted baxter's technical service center reporting the caregiver (cg) stated during troubleshooting of a previous alarm on a home choice (hc) that the home patient (hp) opens his transfer set to drain all the liquid into the toilet at the end of therapy, which is a use error. The technical service representative (tsr) checked the programming and last fill volume (lfv) is 1000ml and the initial drain alarm (ida) is 100ml. The tsr asked if the hp used a manual exchange bag that day and drained out and the cg said "no". The tsr informed the cg that the machine fills 1000ml before the end of the therapy and asked if the machine completed the hp's therapy the previous night and the cg stated "yes". The cg stated that the hp never has fluid in him when he starts the therapy. The tsr asked the cg again if there would be any reason for him to be empty. The cg stated that when the therapy ends in the morning the hp disconnects himself and goes into the bathroom and opens his transfer set to drain all the liquid into the toilet. The tsr informed the cg to call the peritoneal dialysis nurse (pdn) in the morning for proper therapy instructions. The hp wanted to perform therapy on the machine that night. The tsr assisted the cg with bypass into fill 1. There was patient involvement. No patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The complaint was confirmed. The cause of the use error was undetermined. This report of use error was received with no alleged device malfunction therefore no further investigation will be performed. A 510(k) number will not be provided in the MDR as the product code and lot are unknown.